Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporter phone number (B)(6).

Event description:
The customer reported a speaker malfunction inop - sound not ok. In the self-test as with alarm output the device remains mute. No adverse event involving a patient or user was reported.